Event description:
Paramedics were called; the meter was giving higher blood glucose readings than it should have. Spouse stated that the system provided a result of 50 mg/dl and pt became incoherent and passed out. When the paramedics arrived pt blood sugar was 120 mg/dl on the dex but the paramedics system (method unk) gave a result of 7 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was using dex sensors lot number 1a2166aa with an expiry date of 04/04. Additional supplies are being provided the customer for further evaluation.